Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR:2134265-2017-05602. It was reported that recapture difficulties and a core wire fracture occurred. A left atrial appendage (laa) closure procedure was being performed, it was noted that the atrial septum was thick. A 30 mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were used. In the first deployment, the position of the closure device was a little deeper than excepted. The physician removed the wds out of the patient completely. In the second deployment, the positon of the closure device was slightly shallow (near the auricle). The closure device did not meet the anchoring criteria, so the physician decided to fully recapture the wds out of the patient again. During the recapture, the tip of the was was kinked so that the closure could not be recaptured completely into the was. The physician tried to slightly recapture the closure device, which caused the was to become ¿more seriously¿ kinked. Half of the closure device was still out of the was. Then the physician pulled the was and the closure device together to the atrial septum. Then physician pulled the was and closure device into the right atrium. After the exposed closure device was pulled into the right atrium, the core wire became fractured. In order to make sure the support force was enough to successfully recapture the closure, the physician cut the external part of the was and wds. Then they advanced two unspecified guide wires from the cut-section into the was to provide extra support. The guide wires were advanced near the closure device. Finally the physician carefully withdrew the whole system out of the patient. The procedure was not completed due to this issue. The patient¿s current status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of the watchman delivery system (wds) along with the watchman access system (was). The wds was inside the was as received and both the wds and was were in multiple pieces with blood on the devices. The core wire was outside of the wds and received with the implant deployed and connected. The core wire was separated from the core wire sheath/torque hub as received. The hub, shaft, tip, core wire, and implant were examined. The wds shaft was broken/separated 13.9 cm from the hub inside the was shaft and 45 cm from the tip of the wds (again inside the was shaft). The shaft was kinked and buckled in multiple locations. The tip was damaged with evidence of anchor damage on the tricuts. The core wire was kinked 3 cm from the tip of the core wire. The core wire braid was damaged 5.5 cm from the proximal tip of the core wire. The implant had anchor damage, frame damage (compression), and tissue/contrast was on the implant. Due to the damage to both the wds and was, functional testing could not be performed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that recapture difficulties and a core wire fracture occurred. A left atrial appendage (laa) closure procedure was being performed, it was noted that the atrial septum was thick. A 30 mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were used. In the first deployment, the position of the closure device was a little deeper than excepted. The physician removed the wds out of the patient completely. In the second deployment, the positon of the closure device was slightly shallow (near the auricle). The closure device did not meet the anchoring criteria, so the physician decided to fully recapture the wds out of the patient again. During the recapture, the tip of the (was) was kinked so that the closure could not be recaptured completely into the was. The physician tried to slightly recapture the closure device, which caused the was to become ¿more seriously¿ kinked. Half of the closure device was still out of the was. Then the physician pulled the was and the closure device together to the atrial septum. Then physician pulled the was and closure device into the right atrium. After the exposed closure device was pulled into the right atrium, the core wire became fractured. In order to make sure the support force was enough to successfully recapture the closure, the physician cut the external part of the was and wds. Then they advanced two unspecified guide wires from the cut-section into the was to provide extra support. The guide wires were advanced near the closure device. Finally the physician carefully withdrew the whole system out of the patient. The procedure was not completed due to this issue. The patient¿s current status is stable.